Event description:
It was reported that the infusion device displayed an occlusion error message and the patient experienced elevated blood glucose levels. The patient was hospitalized with diabetic ketoacidosis. The blood glucose levels increased to 20.0 mmol/l. The patient was treated with unknown drips at the hospital. The patient was hospitalized for 4 days.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from russia suspended indefinitely.